Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to t-wave oversensing and changes in the patient's morphology. The battery consumption of the s-ICD was also observed to be higher than normal. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks and scratches on the case but no other anomalies. The device was able to be interrogated and a memory download was performed successfully. A battery depletion (bd) error code was observed, however the bd error was recorded after the explant of the device. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to t-wave oversensing and changes in the patient's morphology. The battery consumption of the s-ICD was also observed to be higher than normal. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.